Event description:
It was reported that the customer received a no delivery alarm after completing a bolus. The customer's blood glucose was 150 mg/dl. The customer stated that the no delivery alarm occurred during basal delivery. Customer was unable to complete troubleshooting because he could not remove the infusion set from his body due to lack of extra supplies. Advised to monitor the insulin pump and call back if the issue reoccurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.